Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-m alignant pain indications for use. It was reported that the patient programmer was lagging at 90 percent and was it taking a long time to bolus. The patient stated that she boluses 11 times a day. When she boluses, it took a bolus from the next day. The agent had patient check on the pump time which was 3 minutes off. Per ptm, bolus duration was 3 minutes. The agent reviewed taking a bolus over the midnight hour will take a bolus from the next day. The patient will notify their physician on thursday about the time being off. The patient mentioned that if she were to move around or sit down during the bolus duration, the medication would pool somewhere, and she did not get the benefit of the bolus until all a suddenly, she had numbing. She needed the bolus to "spread out" because it was mainly her legs and feet that were the worst, and her feet and lower legs have severe pain in them. The nurse told her to not move around and to have a nice clean line for it to deliver with gravity the patient was redirected to their healthcare provider to further address the issue. The patient will call back if she needs further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(4) product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.